Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First knee revision performed on (B)(6) 2018 by dr (B)(6) at (B)(6) hospital. Primary implant date: (B)(6) 1999. Patient has poly wear and requires revision surgery +/- patella implantation. Patient initials (B)(6), female. Activity levels and pre-existing comorbidities unknown.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.